Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue involving a blank screen. The display screen would not turn on when the pump batteries were replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/03/2013 with the following findings: a review of the pump history showed no indication of a malfunction related to the complaint. The issue of the blank display screen was not able to be duplicated; the display screen was fully functional with no visible signs of damage. Evaluation revealed a dim/faded and discolored display screen that was difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration of text. Unrelated to the display issue, evaluation revealed that the keypad cover was torn. During testing, all the keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. The keypad cover was removed and evidence of contamination was found under all key contacts.